Manufacturer narrative:
Appropriate term/code not available used for lead being located in a sub-optimal position.

Event description:
New information reported that the patient originally presented to the emergency room after receiving multiple shocks. It was discovered that the patient had multiple ventricular fibrillation rhythm events, but high-voltage therapy by the implantable cardioverter defibrillator was unsuccessful. It was believed the right ventricular lead was in a sub-optimal position. The patient was reported to have tolerated the procedure well.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was removed and the right ventricular lead was capped on (B)(6) 2019 for an unspecified issue. The left ventricular lead was capped at this time due to dislodgement. No further information was available.